Manufacturer narrative:
This product was received and tested by technical services who confirmed the image failure, caused by an intermittent baton failure. The baton was connected to a test monitor and the monitor was powered on; the image was good. The cable was wiggled/flexed at the baton's strain relief and green lines/static appeared on the screen. A test baton was connected to the monitor and the monitor was powered on; the image was good. The cable was wiggled/flexed at the test baton's strain relief and the image remained good. The returned baton was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was a white screen on start up. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.